Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this product experienced infection, which was treated with intravenous antibiotics. There were no additional adverse effects reported. All available information indicated that the product remains in service.